Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 5 months. Manufacturer's investigation conclusion: the pump remains implanted supporting the patient. A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding anticoagulation, including recommended inr values. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricle assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital with complaints of dark stools, nausea, vomiting and dizziness. Hemoglobin and hematocrit (h&h) levels on admission were 5.2 g/dl and 15.9 g/dl, respectively. Three (3) units of packed red blood cells (prbcs). Inr was supratherapeutic at 4.0. Aspirin and coumadin were placed on hold. On (B)(6) 2018, 1 unit of prbc was transfused. A gi esophagogastroduodenoscopy (egd) performed on (B)(6) 2018 was negative for signs of bleeding. Patient continued to have dark stools and had a small bowel enteroscopy on (B)(6) 2018 which showed single bleeding angioectasia that was clipped. Hemoglobin and hematocrit h&h dropped again on (B)(6) 2018 to 6.9 and 22 g/dl. Patient was transfused with 1 unit prbcs. The patient had a video capsule done on (B)(6) 2018 that was also negative for signs of bleeding. H&h remained stable following procedure. The gi bleeding reportedly resolved on (B)(6) 2018. The patient was discharged at home on (B)(6) 2018 with orders to resume aspiin and coumadin. Hh&h during discharge was 7.4 and 23.5 g/dl. No further information was provided.